Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blindness as a complication of diabetes [diabetic blindness]. Retinal hemorrhage [retinal haemorrhage]. Device issue [device issue]. Kidney disease [renal disorder]. Case description: this serious spontaneous case from china was reported by a consumer as "blindness as a complication of diabetes (diabetic blindness)" with an unspecified onset date, "retinal hemorrhage(retinal hemorrhage)" with an unspecified onset date, "device issue(device issue)" with an unspecified onset date, "kidney disease(kidney disorder)" with an unspecified onset date, and concerned a female patient who was treated with novopen 3 (insulin delivery device) from unknown start date and ongoing for "device therapy", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 3: current condition: diabetes mellitus (type and duration not reported). On an unknown date, patient was in a state of blindness due to retinal hemorrhage caused by complications of diabetes. There was also a kidney disease. Novopen 3 could not be clearly inspected. Batch numbers of novopen 3 was not available. Action taken to novopen 3 was reported as no change. The outcome for the event "blindness as a complication of diabetes (diabetic blindness)" was not recovered. The outcome for the event "retinal hemorrhage (retinal hemorrhage)" was not recovered. The outcome for the event "device issue (device issue)" was not reported. The outcome for the event "kidney disease (kidney disorder)" was not recovered. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. Preliminary manufacturer's comment: 04-oct-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. Medical history of diabetes mellitus is assessed as a significant risk factor for the reported clinical events in the patient.

Event description:
Case description: investigational results: name of the suspect product: novopen 3 batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, case has been updated with following information: -investigational results was added -is non reportable? Field was updated as "no" -malfunction field was updated as "no" -final report was ticked in EU/ca device information tab. -expected date of follow up report was deleted. -imdrf codes added (b,c,d,g) narrative updated accordingly. No further information available. Final manufacturer's comment: 23-nov-2024: the suspected device novopen 3 has not been returned to novonordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Medical history of diabetes mellitus is assessed as a significant risk factor for the reported clinical events in the patient. H3 continued: evaluation summary name of the suspect product: novopen 3 batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available.